Manufacturer narrative:
(B)(4).evaluation summary: the unit was returned to the analysis site due to the st holsters have broken and cracked cables, and are giving multiple error codes during the procedure. The analysis site confirmed the customer complaint of "the st holster has broken and cracked cables and is giving multiple errors", and to correct this complaint the analysis site replaced the green and blue cables, due to the cables were beyond repair, the shroud was replaced due to damage, the e-clip was damaged during disassembly and was replaced, and per the mammotome service manual, service tests were performed with no functional faults found. The device history record has been reviewed and has passed qa inspection.

Event description:
It was reported that the holsters have broken and cracked cables giving multiple error codes during the procedure . There have been no interruptions of the breast biopsy procedure.